Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer had high blood glucose levels of 560 mg/dl. The customer reported receiving multiple no delivery alarms from the insulin pump. It was reported that the no delivery alarms from the insulin pump were resolved by a complete infusion set change. The customer further reported that the infusion sets would last only one and a half days before getting a no delivery alarm again from the insulin pump. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).